Event description:
It was reported that the catheter was not recognized by the system. This event description was not indicative of a reportable complaint. Upon receiving of the catheter, preliminary evaluation identified two burn marks on the catheter shaft. One of the two burn marks appeared to be accompanied by a dried blood drop located approximately 65 mm proximally from the shaft-tip transition. Biosense webster became aware of the reportable condition of the catheter on 08/10/09 upon preliminary evaluation of the returned product. Additional info regarding this condition of the catheter was requested from the customer. However, the customer did not notice any burn marks upon removal of the catheter from the pt or when they packaged the catheter for return, and they could not provide any additional info.

Manufacturer narrative:
The eval of the received catheter is still in progress. This report will be updated upon completion of the investigation process.